Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2022, koru medical was made aware of a report received from a clinical site in (B)(6) stating "something black was inside a pack of tube. It is a foreign substance. The pack of tube was quarantined not to be dispensed to patients." A picture of the pouch was included with the report confirming foreign matter inside the pouch. The affected lot is precision flow rate tubing set f2400/lot t.80388. A return material authorization was created for return of the pouch to koru medical for further evaluation. The product is pending return to koru medical at this time. An internal quality alert was issued by koru medical to notify appropriate departments of the complaint. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.